Event description:
It was reported that a part of the inner threading prime lock of the screw broke off as the screw was being implanted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that about three fourths of the uppermost threading of the pedicle screw has indeed become torn or broken off. Because the exact batch number of this screw is not known, it is not possible to determine the time when it was produced and then check the corresponding product documents. Hence it can only be confirmed that our matrix pedicle screws are manufactured according to the ao/asif specifications as well as the international standards (iso 5832-11). Unfortunately, the damage process cannot be determined conclusively. The existing damage profile leads to the conclusion that the retaining sheath was not affixed with sufficient firmness, or that the retaining sheath became dislodged once again while being turned in. No evidence of any material or manufacturing error was able to be found.